Event description:
It was reported that the pump battery could not be charged. Customers blood glucose level was 159 mg/dl. It was reported that the customer received a power source alert after plugging the pump into a wall outlet.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.